Manufacturer narrative:
Date of event estimated. A cerebrospinal fluid leak (csf) during implantation was reported to abbott. Blood patch was done. Issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer related report number: 3006705815-2021-03600. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. A blood patch was done to address the issue and patient did not have any symptoms post-operatively.